Event description:
Related manufacture reference number: 2017865-2023-42822. It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited failure to capture and the device registered high defibrillation impedances. No interventions were performed. The patient was in stable condition.